Event description:
It was reported that during procedure, the device's power was insufficient. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customers facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. The machine was reported to be delivering low energy. The system was inspected, and all optics and mirrors were found to be in good condition. Alignment and calibration were checked and found to be within the acceptable range. Calibration was performed again, and all parameters remained within range. The machine is working properly and is ready for surgical use. The system is fully operational. However, even though the allegation was confirmed, the most probable cause of the reported issue cannot be established due to lack of evidence. This device was installed on 04 march 2014, and this event occurred over 11 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of low power was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation, since the problems were traced to the device, but the investigation could not identify the actual root cause (e.g., design, manufacturing, component).

Event description:
It was reported that during procedure, the device's power was insufficient. The procedure was completed using the original device. There were no patient complications reported.